Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 22, 2019 that a genesys hta procerva procedure set was opened for use in a hydrothermal ablation procedure in the uterus performed on (B)(6) 2019. According to the complainant, during preparation and outside the patient, a hair was found in the procedure sheath package. The procedure was completed with another genesys hta procerva procedure set. There were no serious injury nor adverse patient effects reported as a result of this event.